Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received seven inappropriate shocks and six anti-tachycardia pacing (atp) throughout different events due to what appears to be atrial fibrillation. Boston scientific technical services (ts) discussed reprogramming. This device remains in service. No additional adverse patient effects were reported.